Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter alleged that a button on the infusion device was defective. No adverse event was reported. The device serial number was not provided. The infusion device cannot be returned for legal and customs issues.